Event description:
It was reported that 1-2 months following implantation of intraocular lens (iol), corneal edema was observed for 5 patients. Patients were treated with oral steroid, which improved/recovered the reported issue. It was noted by the physician that there was no casual relation between the lens and this corneal edema issue. Cause of the reported issue was asked but unknown. No additional information was provided. This report is for patient #1, who was not further identified.

Manufacturer narrative:
Patient age/ date of birth and gender: unknown. Serial number: not provided. Expiration date: unknown as serial number was not provided. Implant date: not provided. Explant date: not applicable (na). Lens remains implanted in the eye. Initial reporter phone number: (B)(6). Section f has been completed by the manufacturer. Device manufacture date: unknown as serial number was not provided. PMA/510(k) number: this report is being filed on an international product, tecnis optiblue itec preloaded 1-piece iol, that is similar to a product distributed in the us, tecnis 1-piece iol ¿ PMA# p980040 all pertinent information available to the manufacturer has been submitted. Placeholder.